Event description:
A surgeon reported that during phaco, the hand piece suddenly became too hot to handle. He also experienced a sharp feeling in his right hand between the thumb and forefinger. He removed the phaco tip from the pt's eye, exchanged the hand piece and completed the surgery with no harm to the pt. The surgeon's hand exhibited a superficial burn that he described as mild erythema.

Manufacturer narrative:
The hand piece has been returned to the MFR. But the analysis has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).